Event description:
Boston scientific received information that this device was unable to be interrogated. Additional information was requested from a boston scientific field representative. No additional information was able to be provided. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.